Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium problem. There was no patient involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and reviewed and took the picture of the event log and error log. The fse performed all manifold tests, compressor output test, and verified the values of the drive regulator calibration. All functional and safety checks were performed to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.